Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not determine the root cause of the reported wear and loosening. It would not be unreasonable to expect some wear after approx 12 years of implantation. The need for corrective action was not indicated. Should additional info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Pt was revised due to poly wear of the insert and loosening of the tibial tray.